Event description:
The customer called to report an alarm and insulin shooting out while priming the insulin pump. The customer later sounded confused and was not able to follow instructions. The customer began to have an insulin reaction and the paramedics were called to his home to treat the customer. The customer stated that he inserted the infusion set after he was having the priming issue and he received a large amount of insulin. The blood glucose reading was never provided as the customer was too confused during the insulin reaction.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made, and further info will follow once the analysis has been completed.